Manufacturer narrative:
The device was not returned to edwards for evaluation as it remained implanted. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. As the device was not returned for evaluation, the root cause for the degeneration, stenosis, and regurgitation cannot be conclusively determined. However, it is possible that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards received information that a 31mm pericardial mitral valve was indicated for a valve-in-valve procedure after an implant duration of approximately eleven (11) years and eleven (11) months, due to severe stenosis and moderate mitral regurgitation. No intervention has occurred at this time.

Event description:
Edwards received additional information that the 31 mm pericardial mitral valve was disabled using a valve-in-valve procedure. A 29 mm transcatheter was implanted in mitral position successfully. The patient was stable and discharged to home.